Manufacturer narrative:
It was reported that the pressure readings were inaccurate and very inconsistent. The failure occurred during treatment and den cardiohelp was exchanged. A getinge field service technician (fst) was sent for investigation and repair on 2023-05-12. The failure could not be duplicated. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The device will be sent to the getinge national repair center for further investigation. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the pressure readings were inaccurate and very inconsistent. The failure occurred during treatment and den cardiohelp was exchanged. A getinge field service technician (fst) was sent for investigation and repair on 2023-05-12. The failure could not be duplicated. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The device was sent to the getinge national repair center for further investigation. However, the failure could still not be replicated. The log files of the reported cardiohelp device were reviewed and no failures could be confirmed on the date of event. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information e.g.: - wrong plugged external pressure sensor or disconnection (mix up). - defective / disturbed (emi) pressure sensor . - connection of non-capatible senor. - response time is too long. - too high / low atmospheric pressure. In the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) it is stated that the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023-05-10 for the period of 2017-04-26 to 2023-05-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-04-26. Based on the results the reported failure "pressure readings inaccurate and inconsistent" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the pressure reading was inaccurate. No harm to any person has been reported. Complaint ID: (B)(4).